Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted contrast visible in the loosely folded balloon and in the inflation lumen, consistent with preparation and use of the catheter. A stopcock was returned attached to the hub. After a new indeflator, filled with renografin 60 diluted 1:1 with water was used to inflate the balloon to rated burst pressure and the outer diameter of the balloon was measured and met manufacturing criteria. Potential factors that may contribute to difficulty inflating and/or watermelon seeding may include, but are not limited to, patient anatomical morphology, device size selection, placement of the balloon within the lesion, or physician technique. To help ensure this is not the result of a manufacturing deficiency, various quality checks are in place to verify visual, functional and dimensional specifications. Additionally, a sampling of units is destructively tested to verify proper balloon inflation. Reportedly, the rx trek was used in a moderately calcified lesion, which may have contributed to the reported watermelon seeding; however, a conclusive cause could not be determined. It was reported a dissection was noted after use of the rx trek. Dissection, as listed in the rx trek instruction for use is a known adverse event associated with coronary dilatation procedures and is not necessarily an indication of a product quality deficiency. A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the target lesion was in the mid left anterior descending aratery with no tortuosity, moderate calcification and 90% stenosis. A 3.0 x 15 mm trek was used for pre-dilatation, but the balloon slipped several times during inflation. A dissection was noted in the distal part of the lesion, and it was treated with a stent. No further patient effects were reported. Though requested, no additional information was provided.